Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment crack. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: case damage confirmed in the form of a battery compartment crack on the side of the pump from the threads to the case seal and a battery compartment crack from the case seal to the bumper pad. Leak testing revealed moisture leakage into the battery compartment. The pump was opened for further investigation and revealed moisture inside the pump. The up arrow, down arrow and ok buttons on the keypad were unresponsive when tested. Audio bolus button testing was not possible due to the unresponsiveness of the keypad. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The unresponsive keypad was determined to be due to moisture damage. Unrelated to the original complaint the display screen was noted to be dim and discolored. (B)(4).